Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a resolution clip device was used for during a endoscopic submucosal dissection procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the resolution clip could not be released from the catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4) for the reported event of clip would not release from catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the returned device was performed. One device was returned for evaluation. Upon investigation it was noticed that the clip assembly was detached from the bushing but still attached to the control wire via tension breaker and yoke. The prongs could not be opened but the clip assembly could be deployed. Two clicks were heard. Although failures were observed, problem as reported could not be confirmed. There is not enough information to understand what caused these failures. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable. The review and analysis of all available information fails to indicate a root cause or probable root cause for the reported event. A DHR review was performed by (B)(4) for lot number ml000502c3. All acceptance records demonstrate that the device was manufactured in accordance with the device master record.

Event description:
It was reported to boston scientific corporation on august 16, 2013 that a resolution clip device was used for during a endoscopic submucosal dissection procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the resolution clip could not be released from the catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable.